Manufacturer narrative:
No devices were returned to saluda for analysis. After the initial report, saluda was informed that the fluid was not diagnosed as infection, and the patient was not treated for infection. Without device return and based on the available information, saluda is unable determine the cause of the event as reported. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was seen by an orthopedic surgeon for back pain. During a procedure, a fluid leak was noticed and thought to be an infection at the scs system implant site. The scs system was explanted. It was noted that prior to the explant, the patient had good pain relief in the legs but less in their back. The explant was done without the knowledge of the treating pain physician.